Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing for the bearing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown liner-unknown; 00801802802-femoral head sterile product do not resterilize 12/14 taper-64029304. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03691. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a closed reduction 13 days¿ post implantation and again 24 days¿ post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.